Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found the instrument was broken into multiple pieces. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the impactor was cracked. No surgical delay.